Manufacturer narrative:
Actual device evaluated by simulated use testing which confirmed the reported issue. Further evaluation determined a failed vacuum sleeve was the cause of the shaft frosting.

Event description:
During a 2 probe case, during pretesting, both probes passed the thaw portion of the test but on freeze both probes froze up the shaft. Opened two more probes from the same lot number and tested with the same results. Opened 2 more probes with different lot numbers and those probes passed pretest and the case proceeded. Complaint 2 of 4.